Manufacturer narrative:
Zimmer biomet complaint: (B)(4). (B)(4). Foreign: the event occurred in (B)(6). The device was not returned for evaluation due to unknown location. Review of the device history record (DHR) found no deviations or anomalies. Review of complaint history identified no additional similar issues with same catalog (item) or lot number. Without the opportunity to evaluate the device, the complaint was not confirmed and root cause could not be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated risk table lists ¿acl bony island compromised¿. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017 10727/10728/10729. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of clinical study, gk9g global xp proms registry (505). It was reported that during total left knee arthroplasty procedure performed on (B)(6) 2015, the tibial island did not stay intact through full extension. The duration of the procedure was 138 minutes from incision to closure. No additional information is available at this time and patient's outcome is unknown.